Manufacturer narrative:
(B)(6).

Event description:
It was reported by the customer that during a routine check, the cardiosave intra-aortic balloon pump (iabp) was leaking helium. There was no patient involvement. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse could not verify a helium leak with the cart or internal console. Fault log showed 3 fault # 37 at the time the customer said this happened. It was unknown where the leak was located; an alert was seen on the display by the customer. The fse replaced the pneumatic interface module (0997-00-1178) and helium reservoir assembly (0997-00-0565). Transducers and regulators were calibrated. Performed calibration, safety, and functionality checks. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications. Product released to customer. It was reported that parts for return are not available.